Event description:
According to the report, we received a major complaint from hospital staff that when they turned on the c1, the screen display was all in english and they could no longer press the ventilation start button. This c1 had just been delivered to the hospital in march, and the hospital staff requested that the c1 be replaced. Local staff checked the contents of the log file and found that all logs prior to 16:40 had been lost. Issue occurred during start up. No patient involvement. Ventilation cannot start. Software version 2.2.1. Sn# (B)(6).

Event description:
According to the report, we received a major complaint from hospital staff that when they turned on the c1, the screen display was all in english and they could no longer press the ventilation start button. This c1 had just been delivered to the hospital in march, and the hospital staff requested that the c1 be replaced. Local staff checked the contents of the log file and found that all logs prior to 16:40 had been lost. Issue occurred during start up. No patient involvement. Ventilation cannot start. Software version 2.2.1 sn# (B)(6).

Manufacturer narrative:
Additional information added in follow-up #1 (B)(4). Field updated. During start up the options disappeared in configuration menu. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatory tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.